Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.